Manufacturer narrative:
The reported event of insulation anomaly was confirmed. A partial lead (connector portion) was returned in one piece. Visual inspection of the lead found multiple external insulation abrasions breaching the optim sheath only proximal to the suture sleeve tie impression. The silicone tubing was intact in these locations. The cause of the reported event was due to external insulation abrasion consistent with friction to the device can. Electrical testing did not find any internal shorts however an open circuit was found in superior vena cava cables due procedural damage.

Event description:
New information received noted that the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine generator change-out procedure, it was noted that the device was migrated from its original position and the rv lead had wrapped around the device. The ICD was not sutured down, which was believed to be the cause of the device migration. External insulation breach with lead to can contact was observed. The lead was tested and normal measurements were noted. Physician elected to cap and replace the lead during the procedure. The patient was discharged next morning with no complications.